Event description:
It was reported that the locking wheel is falling out of the 5310ivc bed end. Alleged the wheel fell on somebody's foot, and while there was no injury she is afraid someone will get hurt.